Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved start-x tips ems inserst 3 that broke were not returned and cannot be analyzed. Moreover, no unused instrument is available for evaluation. Nothing unusual to report was found during DHR review (batch #: 1626576). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a start-x tip broke. The event outcome is unknown as of this MDR evaluation.